Event description:
The manufacturer became aware of a finding of exposed wires on an innospire essence nebulizer during evaluation. The original allegations were running loud and cord where it connects is unravelled. There was no patient harm or injury. The manufacturer received the device and could not confirm the complaint of running loud, the unit had no power. There was exposed wires due to the ac wire being cut. There was no thermal damage, no voids to the enclosures. This product is intended to provide a source of compressed air for medical purposes. It is to be used with a pneumatic (jet) nebulizer to produce aerosol particles of medication for respiratory therapy for both children and adults. This is not a life support device. The user is warned in the labeling to have a back-up device for respiratory delivery if this device is not operable. This report will be filed as an initial-final report. Based on the information available, the manufacturer concludes no further action is necessary.